Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the l602 inductor was detached from the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock from physical impact. No adverse event resulted from the damaged inductor.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.